Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, loss of radio frequency (rf) telemetry was observed. The patient had an issue when transmitting data via merlin.net transmission. The device update was performed, and rf telemetry was restored. The patient was stable and will continue to be monitored.